Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed: "bad image quality dark imaging." The device evaluation further found a fail water leak test from cable tiny pin hole. The device had "bad image quality dark imaging" due to bad charged coupled device lense cracked and scratches on charged coupled device. The most probable cause of the complaint is expected or random component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had dark imaging. The issue occurred during reprocessing. There was no patient involvement.